Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (service code 102) was confirmed. Upon investigation the c/a board was thermally damaged. The cause for the thermal damage was a broken lead on high-voltage capacitor c22 on the defibrillator board. The root cause for the broken lead on c22 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was approved by FDA on 12/20/2012. No adverse event resulted from the broken lead on c22. The pt received a replacement monitor.

Event description:
(B)(6) male pt called zoll customer support to report that his monitor was overheating and wouldn't power up. The pt was issued a replacement monitor.